Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2020 and suture was used. The suture was broken during the ligation. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/12/2020. A manufacturing record evaluation was performed for the finished device lot number an1300, and no non conformances / manufacturing irregularities were identified additional h3 investigation summary: it was received for analysis an opened sample of product code ez10g, lot an1300. During visual inspection of sample, the cannula was broken by use. The suture was examined, the knot and loop suture were not present for evaluation due the suture was cut that appears to be by the use of a surgical instrument could be observed. Also, a functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.